Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation (large residual cyst), immediate implantation. Another implant has been placed successfully, larger and aggressive thread needed.